Manufacturer narrative:
The complaint investigation included a search for similar complaints, a review of complaint text, a review of trending data, labelling review, and a review of device history records. Return testing was not completed as returns were not available. A review of trending data was reviewed and determined no trends have been identified. Device history record review for list 6r86 did not show any potential non-conformances, or deviations related to the complaint. Labelling was reviewed and found to adequately address the issue. In this case, capillary blood samples were tested. Performance of architect sars-cov-2 igg (6r86) has not been established for capillary blood. Per product labeling, two collection tube types have been validated for use for the architect sars-cov-2 igg assay which are serum and edta. Based on the investigation, no systemic issue or deficiency of the architect sars-cov-2 igg reagent was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 06r86-22 that has a similar product distributed in the us, list number 6r86-20. Patient identifier: patient #1 - female, patient #2 - male child (age unknown), patient #3 - male child (age unknown).

Event description:
The customer purchased covid-19 antibody tests for his daughter and family. Each member drew blood samples from their fingers (as directed by the lab's instructions) and sent the vials back to the doctors laboratory (tdl) in (B)(6). The results of all 4 tests came back negative for architect sars-cov-2 igg. Patient 1: female = previously tested positive for covid-19 using two self-administered antibody tests. (Method unknown) and exhibited all the classic symptoms. Patient 2: male child (age unknown) = exposed at boarding school. Late (B)(6) had flu like symptoms. Patient 3: male child (age unknown) = exposed at boarding school. No indication of symptoms. There was no impact to patient management reported.